Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that a patient had a heart monitor put on today and shortly after that the patient started feeling an electric sensation. The patient¿s healthcare provider who prescribed the heart monitor said that it wouldn¿t cause electric sensation because it only sensed electric activity. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.